Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the red rubber catheter was getting brittle or dry before expiration.

Event description:
It was reported that the red rubber catheter was getting brittle or dry before expiration.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A photo sample of a red rubber catheter in its original packaging was returned. The catheter had white marks indicative of catheter degradation. Due to additional information from moncks quality engineering , the found degradation appears to be post-manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.